Event description:
It was reported that the catheter came apart and leaving the plastic cannula in the patient. There was a patient involvement, but no harm reported.

Manufacturer narrative:
One unused device from the same lot was returned for investigation. The device history file was reviewed. There were no discrepancies noted relevant to the indicated failure mode. The devices were visually evaluated for potential nonconformances and met product specification requirements for the reported complaint. Pressure testing of the sample using a water filled syringe to simulate leakage testing indicated no leakage or punctures in the catheter tube. Without the actual device available for investigation, the complaint cannot be confirmed as a manufacturing nonconformance due to no fault found. The probable cause for the complaint is indeterminate.